Event description:
The customer reported having splashed cidex in her eyes when she was disposing of the spent solution. She flushed her eyes with water for less than 15 minutes and wanted to know if that was ok. She was advised of the recommended 15 minutes of flushing with water and to see an eye doctor as soon as possible. A msds was faxed to her. Followup indicated that she saw an opthalmologist who said she had sustained no damage as a result of the incident, except for minor corneal abrasion. Tobranycin (1 drop per day for 5 days) was prescribed to prevent infection.